Event description:
Customer called in 2007 and stated, that images are not saving and that the system keeps rebooting.

Manufacturer narrative:
The service rep tested the system and found the rtos computer fan not working and the rtos heat alarm going off. He installed a new rtos bd and tested the system for proper operation.